Event description:
In (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag, intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred, described as the "did not wear a mask, area not clean before starting pd." On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, a peritoneal analysis and culture were performed. The analysis revealed 2140 cells/mm3 leukocytes. The results of the culture were unknown. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On the same day, the patient began remedial therapy with vancomycin (1gm, daily, ip), ceftazidime (1gm, daily, ip), amikacin (100mg, daily, ip) and heparin (2ml, daily, ip). On (B)(6) 2010, the patient was discharged from the hospital. Dianeal therapy was ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. The peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The lot number is unknown and the sample was not available, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required. This is the fourth of four reports associated with this event.

Event description:
Initially, on (B)(6)10 called to report he had been experiencing check patient line and low drain volume alarms. The patient indicated he had an infection and was in the hospital last night ((B)(6)10) and fluids with antibiotics were administered. The caregiver noted fibrin in the patient line. On (B)(6)10, the nurse left indicated the home patient had an infection. The patient and family decided to withdraw therapy. The patient expired. The nurse stated the patient expired due to end stage renal disease. During a follow up call on 07/28/10, the facility administrative assistance provided the following information: the type of infection the patient had is unknown, however, a gram stain was performed which was positive for gram positive bacillus. The patient reportedly had been in and out of the hospital for unknown issues for the past few weeks. The patient reportedly expired on (B)(6)10 and the cause of death was due to end stage renal disease.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, no evaluation will be performed.